Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/right fallopian tube: a metallic coil is lodged within the lumen/left fallopian tubes: a metallic coil is lodged within the lumen"), pelvic inflammatory disease ("pid"), pelvic pain ("chronic pelvic pain/pain: pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical intraepithelial neoplasia I, premenstrual syndrome and type ii diabetes mellitus. Patient denies change in menstrual cycle, dysuria, or vaginal discharge. Concurrent conditions included obesity, intervertebral disc compression, neuropathy, chronic cervicitis, urinary tract inflammation, intermenstrual bleeding and nabothian cyst. Concomitant products included ciprofloxacin hydrochloride (cipro) for pid pelvic inflammatory disease as well as cefixime (flexeril) since 2001, gabapentin since february 2012, glipizide since 2015 to january 2019 and metformin since february 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced back pain ("back pain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopy: dilation and curettage on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease and vaginal discharge outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and fatigue had resolved and the weight increased and back pain was resolving. The reporter considered back pain, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: mild left-sided perinephric fluid and inflammatory changes, new. This is nonspecific though may represent early underlying urinary tract infection. No regions of hypo attenuation within the renal parenchyma to suggest pyelonephritis at this point. Hepatic steatosis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, menorrhagia, abdominal pain,pelvic inflammatory disease (pid). Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received : new event "back pain" was added. Outcome of events, "chronic pelvic pain female, abnormal bleeding (vaginal, menorrhagia), fatigue, dyspareunia (painful sexual intercourse)" were changed to "recovered/resolved. Outcome of events, "weight gain, back pain" were changed to "recovering/resolving". Onset date of the events added. Medical history was added. Concomitant medications were added. Onset date of event was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/right fallopian tube: a metallic coil is lodged within the lumen/left fallopian tubes: a metallic coil is lodged within the lumen"), pelvic inflammatory disease ("pid") and pelvic pain ("chronic pelvic pain/pain: pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical intraepithelial neoplasia I and premenstrual syndrome. Patient denies change in menstrual cycle, dysuria, or vaginal discharge. Concurrent conditions included obesity, intervertebral disc compression, neuropathy, chronic cervicitis, urinary tract inflammation, intermenstrual bleeding and nabothian cyst. Concomitant products included ciprofloxacin hydrochloride (cipro) for pid pelvic inflammatory disease. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: mild left-sided perinephric fluid and inflammatory changes, new. This is nonspecific though may represent early underlying urinary tract infection. No regions of hypo attenuation within the renal parenchyma to suggest pyelonephritis at this point. Hepatic steatosis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, menorrhagia, abdominal pain,pelvic inflammatory disease (pid). Most recent follow-up information incorporated above includes: on 25-feb-2019: reporter information was added. The case is medically confirmed. Her demographic was added. Her concurrent conditions were added. Lab data was added. Per medical record following events: pelvic inflammatory disease (pid)were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue,perforation (fallopian tube) and weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (she underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure coils and full occlusion of both tubes incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.